Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 37 mg/dl. Customer treated their low blood glucose via food and drink. Customer¿s current blood glucose level was 373 mg/dl. Customer advised their blood glucose would go low at night because they received too much insulin.